Manufacturer narrative:
(B)(4). The service technician was able to duplicate the customers reported issue, ¿unit has a damaged lemo connector with damaged pins.¿ a visual inspection revealed component jp4 pin is burned. Jp4 pin was replaced.

Event description:
The customer reported that the "unit has damaged lemo connector with damaged pins." The customer removed the pigtail prior to shipping the component. The customer reported no patient involvement.